Event description:
It was reported the pusher wire became hung up on the filter, but the doctor was able to dislodge the filter and deploy it. The filter was optimally placed at that time at l2. It was noted that the filter legs were crossed. The patient's ivc ID is 24mm. Ten minutes later, when the patient was in angio, an image was taken and the filter was discovered to have migrated cephalad almost to the heart. The filter was removed with a retrieval system successfully. There was no clot in the cava and a small amount of clot in the filter. There was no perforation or tilt noted.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation as it was discarded. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.